Event description:
Patient was placed on a invacare air bed. Model bb9722001 arm/lmt/mzn. Side rails were applied to bed frame as MFR recommended. Resident found on edge of bed with upper body through bed rail. No injury. Bed was in static mode at time of incident.